Manufacturer narrative:
The reported event of deformity of device upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 7mm amplatzer septal occluder was selected for implant. During deployment the occluder did not form well in the body and a "cobra" deformation was noted. The occluder was removed and exchanged for a new 7mm amplatzer septal occluder. The patient was reported to be in stable condition.